Event description:
First stapler handle and load would not fully connect and became jammed. Device was replaced. Second stapler- difficulty loading sutures into stapler - described as very stiff. Patient was not harmed in either event.